Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was admitted in hospital due to high blood glucose of 800 mg/dl. Nurse stated that customer¿s insulin pump ran out and customer¿s mother did not know how to load the insulin pump. Insulin pump will not be returned for analysis.